Manufacturer narrative:
Follow-up # 1 ¿ (06/05/2015). The patient¿s meter has been returned on 5/12/2015 and evaluated by lifescan product analysis on 5/21/2015 with the following findings:error message 5 is observed in the error log, but error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) , alleging error 5 meter issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.